Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that the up key button got stock and was scrolling. Customer's blood glucose was 196 mg/dl. Customer stated that she went to change the battery in the pump and it took too long when she tried to reset the time and the pump was scrolling. Customer stated that she also had a battery out limit alarm because she took long to change the battery. Customer stated that the batteries were out of the pump greater than the duration allowed by the pump. It was explained that this is normal pump behavior. Customer was advised that the pump will need to be replaced due to the button error. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was monitored for three days and no battery out limit alarm was noted. All operating currents were within specification. The insulin pump passed the self test and the off no power test. No display anomaly or button error alarm was noted. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.